Manufacturer narrative:
(B) (4).

Event description:
The pt was not sure if her device was working. The pt felt no stimulation sensation but was able to change programs. Add'l info from the pt's nurse practitioner indicated that the issue had been taken care of. The nurse practitioner checked the impedance and the pt's device had impeded on all electrodes except case + and zero -. The device was programmed to these leads. A lead revision may be performed.